Event description:
While wearing the external equipment, the pt reportedly had no sound perception. On 10/20/05, the pt was seen by a co rep for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.